Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the motor control board. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was making loud noise. There was no patient involvement.